Event description:
The hosp reported that during the bypass procedure, the "y" connector became loose from the tubing and leaked cardioplegia fluid. The circuit was changed out with no negative effects to the pt.